Event description:
Hill-rom received a report from a hill-rom technician stating the CPR will not work. The bed was located on 2nd floor micu hallway at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account found the external buzzer cables were disconnected from the scale board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the cable and the issue was resolved. Based on this information, no further action is required.